Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for 23 months and 58 charging cycles were recorded to the device memory. The memory content of the device was analyzed. The trend data documented increasing values of the right ventricular pacing impedance since march 11, 2019 up to values larger than 3000 ohm. During the analysis of the available iegms noise was observed in the right ventricular channel, which led to inappropriate shock deliveries, as mentioned in the complaint description. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. High right ventricular pacing impedance values were documented. However, a thorough analysis of the ICD proved the device to be fully functional. A damage of the right ventricular lead cannot be excluded as the root cause of the clinical observation.

Event description:
Device delivered inappropriate therapy due to noise on rv lead. On (B)(6) 2019, rv lead was extracted and fracture on the lead was noted. Physician decided to replace generator as well due to replacing df-1 lead with df4 lead, as well as low battery due to 27 inappropriate shocks.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.